Manufacturer narrative:
The bur and packaging subject to this investigation was returned for evaluation. It was visually confirmed that there was a hair 1 cm in length located within the flexible pouch, however, it was outside the internal bag. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that while preparing a case cart outside the operating room, it was noted that there was a hair in the pack. It was also reported that the bur was not used on a patient and the sterile area was not compromised. It was further reported another bur was readily available and there were no delays as a result of this event.